Manufacturer narrative:
Product reference 4436946 is not cleared for sales in the USA, but its catheter is similar to the product reference 5436946 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation results: the access port involved in this incident has been returned for evaluation. No visible defect has been detected on it. The access port and its catheter are dimensionally compliant with the specifications. A disconnection test has been performed on the returned device. The disconnection force is more than 3 times superior to the requirement. Conclusion: the returned access port presents no failure and is compliant with the specifications. The incident was discovered only 1 month after the implantation. No other incident was reported on the access ports batch. This information allows us to deduce that the catheter disconnection is probably due to incorrect catheter/port connection by the practitioner. The IFU's specify how to connect the catheter to the access port and the risks of incorrect connection. B braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
"The product was found to be broken after one month implanting. The doctor decided to take out to avoid liquid medecin effusion."

Manufacturer narrative:
Implantation date: (B)(6) 2018 replaced by (B)(6) 2018. Explantation date : (B)(6) 2018 replaced by (B)(6) 2018.

Event description:
Catheter broken.